Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component right 65 catalog #: 183442, biomet cc I-beam tibial, tray 71mm catalog #: 141223; unknown biomet arcom 3-peg patella. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06290; 0001825034-2018-06292; 0001825034-2018-06294. Device remains implanted.

Event description:
It is reported that the patient developed deep vein thrombosis of the right lower extremity seven (7) days following right knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.